Event description:
Intubation was attempted with the king vision unit. The unit screen was accurately displaying camera vision and then began to display horizontal colors across the screen before the unit was put into the patient's mouth. The unit was shut off, channeled blade removed and replaced, and unit restarted with the active video screen displayed. Screen went into horizontal colors again as the unit was placed in the patient's mouth and same procedure was repeated with the video screen working again. The unit was placed in the patient's mouth and then the unit froze up and did not move. The unit was shut off and restarted while in the patient's mouth and the unit was held firmly against the blade in attempt to keep the blade from moving. The camera stayed on long enough to watch the tube pass through the vocal cords and froze up shortly after being removed from the patent's mouth while the tube was being secured and placement confirmed. The unit was removed from service and the channeled blade that was used was saved for inspection. Patient was ventilated via bvm during the first two unit resets and no patient harm occurred during this equipment malfunction.follow up: attempted to replicate event and was only able to replicate once by turning the unit on and within 20 seconds the image froze up (as if camera paused). Was able to further replicate the event by excessive taping and movement. However, during the actual intubation, the rig was parked when placement was attempted. It was also noted that the device also seems to have shaded areas across the screen when moving it as well as the screen momentarily continuing to jiggle after stopping movement. Unit to be returned to the manufacturer.